Event description:
The manufacturer received information alleging a service required alarm occurred. There was no serious patient harm or injury that occurred or was reported. The device was not in patient use. Information provided by the distributor was that there was an error code related to the o2 proportional valve and an error code related to the touchscreen. Evt_o2_prop_stuck means the o2 proportional valve that controls the flow of o2 to the blower inlet is mechanically stuck closed or open. The oxygen blending module assembly was replaced to address the issue. Evt_touchscreen_fail means the touchscreen in display failed. The display was replaced to address the issue. Additionally, unrelated to the reportable error codes, an error code related to the fan was found. Evt_fan1_failure means the lower fan is not spinning due to a stuck impeller, component failure, fan connector not installed, or something failed with the fan drive circuitry. The cooling fan assembly was replaced to address the issue.